Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it has been disposed therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive 24 fr safety pull peg was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, the peg tube was placed in an inpatient on a ventilator. The placement of the device went fine. The physician authorized the tube to be used for medications and feedings. A couple of days later the tube began to leak internally. The patient developed peritonitis. The patient died (exact date is unknown). Reportedly, it is unknown whether there is any relationship between the peg tube and the patient's death. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive 24 fr safety pull peg was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, the peg tube was placed in an inpatient on a ventilator. The placement of the device went fine. The physician authorized the tube to be used for medications and feedings. A couple of days later the tube began to leak internally. The patient developed peritonitis. The patient died (exact date is unknown). Reportedly, it is unknown whether there is any relationship between the peg tube and the patient's death. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.